Event description:
It was reported that during a lap sigma procedure, loose contact by use of hand activaing. A new device was used to complete the case. No pt consequence reported. No further info is available.

Manufacturer narrative:
D4: serial # = na.